Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was removed and completed with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6).